Event description:
On many occasions, the cannula would not extend over the stylet. Other words, they would push the "a" button and only the stylet would fire. Spoke with the customer who further stated the patient has to be stuck "at least four times" in order to obtain a core liver biopsy sample. He did not recall any adverse patient reactions as a result of the incident.